Event description:
It was reported that the patient came to the clinic with a swelling over the implant side after reported fall on that side, which subsided with antibiotic treatment and pressure bandage. Testing revealed that the implant serial number could not be read out. On the x-ray the ceramic housing seems to be broken and the magnet seems to be popping out.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.